Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller through several troubleshooting steps, but the pump did not respond. They decided to replace the pump and advised the caller to use a backup insulin pump in the meantime. Caller was informed about the delivery and return process for the pump, understood the instructions, and acknowledged the actions to be taken upon receiving the replacement pump.